Manufacturer narrative:
Device evaluation of battery sn (B)(4) and battery sn (B)(4) has been completed. The reported problem (battery fault) has been confirmed. As received, the batteries were unable to power on a monitor or charge. The batteries pca's and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery. Device manufacture dates: sn (B)(4): 03/18/2020. Sn (B)(4): 03/27/2020.

Event description:
A us distributor reported that a patient's battery packs were receiving battery faults.